Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that particulate was found. Affected lots: 9288273, 0036517, 9305781, 0017579, 0046728.